Event description:
A pt reported experiencing inaccurate high results with an ot profile meter. The pt's blood glucose results were 9.8 mmol versus 7.5 mmol meter to lab. Tests were done within 11-30 minutes with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.